Manufacturer narrative:
Device evaluation: the spiderfx device was received with the filter being partially exposed. Visual inspection under magnification reveal lateral compression of green dual ended delivery catheter. The distal tip coil wire was observed to be fractured. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a spiderfx for treatment. It was reported that the physician prolapsed the device and bent the wire tip distal to the spider basket. The procedure was completed successfully. No adverse event reported for the patient. When the device was returned to the manufacturing facility, it was noted that the device was damaged.